Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2127909 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not properly achieved when using a 5f mynxgrip vascular closure device (vcd). There was no injury reported to the patient. The vcd was stored, prepped and used according to the instructions for use. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach.the vcd was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in. There was little vessel tortuosity. The stick location was in the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device is available and being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, hemostasis was not properly achieved when using a 5f mynxgrip vascular closure device (vcd). There was no injury reported to the patient. The vcd was stored, prepped and used according to the instructions for use. The vcd was used in a transfemoral cerebral angiogram using a retrograde approach. The vcd was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in. There was little vessel tortuosity. The stick location was in the common femoral artery. There was no presence of peripheral vascular disease or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted. The sealant and advancer tube were observed to have remained in the manufacturing. The sealant was exposed to blood, adhering to the device components. The condition of the returned device indicates a device failing to deploy which may have contributed to the reported complaint. The returned device was inspected for damages/anomalies. No damages/anomalies were observed. Per functional analysis, the sealant was loosened from the device components. A shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Visual inspection showed that the sealant was exposed to blood, adhering to the device components. A product history record (phr) review of lot f2127909 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. In addition, procedural factors, such as an incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.